Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump battery could not be charged. No impact to the customer¿s blood glucose. Reportedly, the pump was left on the charger and the pump began to charge.